Event description:
Caller reported a malfunction occurred on the pump. There was no adverse impact to the customer¿s blood glucose level. Cts arranged to replace the pump with an updated software version, and the customer agreed to use a backup insulin pump to ensure continuous insulin delivery. Additionally, cts confirmed the shipping details, provided instructions for putting the pump into storage mode, and guided the caller on steps to take with the replacement pump and returning the faulty one.